Event description:
Cologuard test is unreliable. Exact sciences "cologuard test is an inferior product that leads to very high false positive results. They do not provide any data to the pt or provider, only negative or positive, which is no help at all. Pts are entitled to all info about any medical test or procedure, but the response from exact sciences is that the FDA doesn't require them to. Dr (B)(6) at (B)(6) health doesn't recommend cologuard because evidence doesn't back it up. I have found numerous other sources since receiving a "positive" result (with nothing to back it up) that most surgeons and gastroenterologists consider cologuard to be "garbage." How can it possibly be that this product is FDA approved? FDA safety report ID# (B)(4).